Manufacturer narrative:
D4 UDI: as the serial number is unknown, the UDI will consist of the primary di number only. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion system pump underinfused during a pressor infusion. The patient required an increase in blood pressure. After the pressor dose was increased, the patient¿s blood pressure initially improved but subsequently decreased. A second pressor was initiated, and although the blood pressure again initially increased, it gradually declined. The IV line was assessed for kinks, at which time it was observed that there was no dripping visible in the drip chamber. The medication bag, IV tubing and pump were immediately changed. No additional information is available.